Event description:
Rn hung new kangaroo epump set. This bag was filled with tap water. I noticed the bag had small hole in the bottom where the tubing and bag connect. Water was dripping out of bag. Tubing was changed out. Patient safety report read: the nurse had just changed the tube feeding bag. I heard the pump beeping in the room. I noticed the tube feeding bag with free water inside, had a hole in the bottom and water was dripping out. I collected the packaging and tubing and the nurse changed out the tubing set. No harm to patient. Manufacturer response for kangaroo epump set, kangaroo (per site reporter): I talked to customer service. They will have someone contact me.